Manufacturer narrative:
In the initial MDR the type of reportable event indicated was malfunction; however, the correct selection should have been serious injury. It has been corrected in this submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). Device evaluation: the device was discarded by the customer. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The non-leading haptic broke off from the body of the intraocular lens (iol). This was noticed once the lens had been placed in the eye. The broken off piece of haptic was stuck on the back of the iol. The iol was removed and replaced during the same procedure. During follow up, it was found that there was no damage to the capsular bag and no vitreous prolapse/vitrectomy. The incision needed to be enlarged in order to remove the damaged iol. The removal of the damaged iol may have resulted in some corneal endothelial trauma. The duration of the case lengthened from what would have been 20 minutes to approximately an hour. It was further learned that the was totally destroyed during removal and was discarded. No additional information was provided to abbott medical optics.